Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl at the time of incident and over 400 mg/dl. Customer¿s other blood glucose level was ranging from 300 mg/dl to 376 mg/dl, 200 mg/dl, 245 mg/dl and 399 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer stated that the sensor had received calibration not accepted alert. Troubleshooting was not performed for high blood glucose level and troubleshooting was performed for sensor issues. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.